Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer required corrective maintenance or repair. It was noted that the programmer failed the finger touch test and the cursor was not reacting properly on finger touch. Replaced the xy board and performed electromagnetic interference (emi) repair which solved the issue. Additionally, it was found the upper and lower bullets were worn, paper drawer has missing, cooling fan was noisy and broken parts and left locking latch hasp from the display and front locking latch base frame keyboard were broken. All found defective parts were replaced and all identified issues were resolved. The programmer passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer required corrective maintenance or repair. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.